Event description:
Pt has used the bone stim 3x without issue. Fourth time pt states that unit caused extreme pain at surgery site and it lasted several hours. The completed questionnaire by the clinician indicated that the bone growth stimulatory did not cause or contributed to extreme pain at surgery site and did not result in permanent damage to the pt's body. The questionnaire indicated that the clinician was not recommending continuation of the treatment. Investigation is pending.